Event description:
It was reported that the bd pyxis anesthesia es system had an application error causing the station to shut down during a procedure. The procedure was an arthroscopy hip with labral repair capsule repair and plication arthroscopy hip with femoroplasty. The customer reported that they were unable to access pain medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This initial medical device report (MDR) is being submitted late due to a retrospective review conducted through CAPA 10308384. The delay in submitting this MDR is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. As recommended, we have included the CAPA reference for the retrospective review in the additional manufacturer narrative section. E1 initial reporter facility name: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2020 to (B)(6) 2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system unexpectedly stopped responding during a procedure. The field service technician noticed that faulty all-in one causing the issue, replaced all-in one to resolve the issue followed by monitoring its performance. The system functioned as intended after the field service technician troubleshot the device.